Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown therefore the device history record could not be reviewed. Unable to review the labeling due to unknown product code. Although the product family is unknown, the bardex ic product ifus are found to be adequate based on past reviews. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported by the staff members that upon opening the tray, a staff member of the hospital experienced an allergic reaction to the latex. It was reported that the staff member's face turned bright red and developed a rash. The staff member knew of her allergy and self administered benadryl and her inhaler. The following day, the staff member had to use her nebulizer. The complainant alleged that the staff members that were using the catheter were unaware that the catheter tray contained latex because the packaging did not make it obvious enough that the tray contained latex.